Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery ((B)(6) 2013 (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporter information, patient demography and lab data was added. Case upgraded to incident. Previously added injury was replaced with "pelvic pain". New events " dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, headaches" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.